Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. Confirmed during decon the device was not cooling. Mixing pump was serviced during the pm process. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d,f,h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that biomed stated that the arctic sun device would not cool. The system diagnostics showed that flow was 1.8, inlet temperature was -7.0, chiller temperature was 9.5, mixing pump command was 100 percentage, circulation pump command was 48 percentage. There was failed mixing pump. System hours was 5835 and pump hours was 5226. Biomed requested quote for 2000-hour service. Per sample evaluation results on (B)(6) 2023, it was reported that the double bend tube and the chiller evaporator outlet tube found expanded during servicing. One tank seal found lifting from the tank .

Event description:
It was reported that biomed stated that the arctic sun device would not cool. The system diagnostics showed that flow was 1.8, inlet temperature was -7.0, chiller temperature was 9.5, mixing pump command was 100 percentage, circulation pump command was 48 percentage. There was failed mixing pump. System hours was 5835 and pump hours was 5226. Biomed requested quote for 2000-hour service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.